Event description:
It was reported that the pump battery depletes too quickly, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer continued to use the pump for insulin therapy.